Event description:
It was reported to kendall healthcare on the event date that allegedly, "a laparotomy sponge bled blue dye into the operative site, turning the area a dark blue and making it difficult to see the operative field. The site was irrigated out and the procedure was uneventfully completed".